Manufacturer narrative:
H3: the returned products were visually inspected under magnification to confirm failure. Under magnification the screw batch number and the returned lengths can be identified as the following: p/n 30-0285, batch 405130, dimensions .324in/.930in; p/n 30-0306, batch 533921, dimensions .223in/.798in; p/n 30-0283, batch 526979, dimensions .488in/.772in; p/n 30-0307, batch 533922, dimensions .226in/.877in. It cannot be determined if the screws broke during removal or insertion. The fracture pattern show signs of shear force break. This is consistent with the screws being rotated with enough torque to be broken. Depending on the density of the bone, if the surgery was for removing the screws, and the way the force was applied to the screw heads during insertion/removal, more torque could have been generated to break the screw. Additional mdrs associated with this event: 3025141-2021-00151, follow up 1: screw 1; 3025141-2021-00152, follow up 1: screw 2; 3025141-2021-00154, follow up 1: screw 4.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00151: screw 1. 3025141-2021-00152: screw 2. 3025141-2021-00154: screw 4.

Event description:
While implanting elbow plates, the surgeon experienced the breakage of four 3.0mm screws at various locations in the plates. The surgery was finished with another supplier's materials. There was a 1 hour delay in surgery as a result fo the screw breakages.